Event description:
This pt's performance has dropped significantly over the yeras as more electrodes become faulty. As of 2005, the pt had 13 electrodes programmed. The pt is also experiencing frequent headaches with use of her device. Her surgeon explanted the device in 2006 and reimplanted a new device on the same day.

Manufacturer narrative:
Results/findings of analysis: the device has multiple broken wires in the helix close to the simulator body. Open circuits were detected at the location of the break. There was a tear in the silicone carrier at the electrode lead exit from the stimulator. The results of tests performed with the device in saline solution showed that the tear in the silicone carrier caused a brach in the electrical insulation of the electrode wire assembly. The stimulator passed all other tests conducted when it was dried.